Event description:
Thoracic 4-pelvis spinal fusion. Surgery case lasted 4.5 hours - placed prone for the case, when turned at the end of the case injury to chin determined to be stage 2 pressure injury.